Event description:
The nurse stated a collamer lens model cc4204bf was split while the lens was being folded into the cartridge. The lens was not implanted and there was no patient contact or injury. The nurse indicated that the lens was damaged by the cartridge. An indigo-p injector and sfc-25 fp cartridge were used, but the lot numbers were unknown.